Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check te pad messages/damaged te) has been confirmed. Upon investigation the electrode belt failed a functional fall-off test. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. In addition, the te was found to be creased. The root cause for the open/creased te wire was excessive force. There was no death or adverse event associated with the damaged belt.

Event description:
5/19/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/07/2018. Acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as dermatitis under the rear therapy electrodes. The patient consulted her physician who provided a cream. Follow-up indicated that the irritation was healing. A distributor also returned an electrode belt and reported that the patient was experiencing "adjust belt" and "check therapy pad" messages.